Event description:
Boston scientific became aware of events involving captivator ii snares through the article "the significance of histopathological findings on clinical outcomes in endoscopic papillectomy with endocut" by sayaka miyamoto et al. Per the article, between january 2006 and june 2022, a study of 70 patients suffering from duodenal papillary tumors underwent endoscopic papillectomy procedures. The following occurred with the study of patients: hemorrhage, pancreatitis, cholangitis, and stent migration. The patients' conditions improved with internal medical treatment. Please see the reference article for full details.

Manufacturer narrative:
Block b3: the exact date of event was not reported. The article published date is used for the estimated date of event. Block d4, h4: the suspect device lot number and upn were not reported. Therefore, the manufacture and expiration dates are unknown. Block g2: literature source: sayaka miyamoto "the significance of histopathological findings on clinical outcomes in endoscopic papillectomy with endocut" department of gastroenterology, graduate school of biomedical and health sciences, hiroshima university, hiroshima 734-8551, japan, https://doi.org/10.3390/jcm12216853. Block h6: imdrf patient code e0506 captures the reportable event of a hemorrhage. Imdrf patient code e1021 captures the reportable event of a pancreatitis. Imdrf patient code e1109 captures the reportable event of a cholangitis. Imdrf impact code f12 captures the reportable event of serious injury.